Event description:
It was reported that during unpacking for a percutaneous coronary intervention, the packing seal was "not tight". During unpacking of the galaxy system pullback sled, the physician found that the packaging of the device was not sealed tightly. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Event description:
It was reported that during unpacking for a percutaneous coronary intervention, the packing seal was "not tight". During unpacking of the galaxy system pullback sled, the physician found that the packaging of the device was not sealed tightly. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The sled packaging material was not returned for analysis. The returned pullback sled appears normal and no damage was observed. The device meets its specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).